Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect that the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of pump stop failure could most likely due be to both bearing wear and biomaterial. However, without data log review, the timing/occurrence of analysis findings could not be distinguished. The cause of use against labelling issue is likely reasonably foreseeable misuse since impella cp was used beyond design life, likely causing bearing wear. The cause of access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the left axillary artery in a 53-year-old male patient who presented with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad). On the day of implant, bleeding was noted from the pump access cutdown site, and the patient was returned to the operating suite for evaluation and hemostasis. The pocket was opened, the site assessed, and no bleeding source was identified from the graft or major arteries. Bioglue and surgicell snow were applied, the pocket was sutured closed, and the patient was returned to the ccu. The patient received blood products, including 1 unit prbc for low hemoglobin in the setting of black tarry stools. Egd was planned by the care team. Hemolysis was not suspected, and bleeding was not felt to be related to the pump by the team. The heparin infusion was paused. The team also noted that the impella cp had been in place for longer than 4 days; the care team was reminded that cp is approved for up to 4 days, acknowledged this, and elected to continue close monitoring while planning for escalation. They stated they did not have concerns about the cp causing issues at that time and would follow closely for escalation plans. Subsequently, there was a report of pump stop / high motor current, unable to restart ×3, with a plan to remove. The patient remained on support. The reported events are use against labeling, pump stop, major bleed requiring surgical intervention, blood transfusion, and hemostasis. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. Hemostasis was achieved with standard surgical intervention and blood transfusion. The reported use against labeling reflects continued impella cp support beyond 4 days; the care team was aware, accepted the risk, and elected to continue with close monitoring and plans for escalation. The reported pump stop was managed per standard troubleshooting but was unable to be restarted after three attempts, leading to the plan for device removal.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the supplemental report.